Event description:
The physician reported as "rupture of the catheter at the stainless steel connector shown at the control of togd (transit oesophageo-gastro-duodenal)".

Manufacturer narrative:
Medwatch sent to FDA on: 22/may/2009. The product associated with this report has been returned, but visual examination cannot confirm the connector type. Confirmation will have to wait for microscopic evaluation. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."